Event description:
In clinical ophthalmology 2013:7 1365-1371, an article was published: "comparison of dlk incidence after laser in situ keratomileusis associated with two femtosecond lasers; femto ldv and intralase fs60" (2013, tomita et al.). In the results of the article, it states that there was a statistical difference (p<0.0001) in the diffuse lamellar keratitis (dlk) incidence rate between patients that had surgery with a abbott medical optics intralase fs60 femtosecond laser and the ziemer ophthalmic systems femto ldv. The intralase femtosecond group had 304 eyes of 152 patients (100 men and 52 women) from which 114 (37.5%) had dlk. The mean age for the group was of 30.61 years ± 7.05 (range: 18 to 54 years) had bilateral lasik with intralase fs60. Patients had excellent visual and refractive outcomes. Although low levels of dlk were observed, they did not affect visual acuity. The femtosecond laser did not induced high levels of dlk, and any postoperative dlk cleared up within 1 week. Therefore, lasers provide excellent results, with no clinical differences, and excel at flap creation for lasik.

Manufacturer narrative:
Amo (B)(4) made a phone call to (B)(6) and communicated with a laser technician. The laser technician confirmed that all the patients have been clinically recovered and there is no issue. What the technician mentioned is stated in the article. No adverse event is present. All the patient interfaces were personally imported by (B)(6). No product is returned for investigation. Note: all pertinent information available to amo at the time of this report has been submitted.

Manufacturer narrative:
Study was conducted in (B)(6) 2010. Placeholder.